Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad during the customer's attempt to program a bolus. The blood glucose reading was 148 mg/dl. The customer stated that the insulin pump seemed to lock up all of a sudden, and the insulin pump began scrolling through the number of carbohydrates. She stated that she was unable to get the scrolling to stop for about 5 minutes. She removed the battery and reinserted it, noting that when she put the battery back in, the insulin pump showed that the battery was dead. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected numbers ramping/scrolling were noted during testing.